Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to diabetes ketoacidosis. Customer stated that they were treated in the emergency room. Customer's blood glucose reading at the time of the call was 288 mg/dl. No further information reported.